Event description:
During the procedure, the catheter "broke the myocardium. A thoracotomy, patch on the pericard was performed, and the pt health was fine after the operation." The sample has been returned for analysis.